Event description:
The customer reported that after pipetting an hbsag plate on summit the tech indicated that no conjugate was delivered to well b1. No error was generated. No death or serious injury was associated with this incident.